Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after dinner while using the ilet bionic pancreas, with fingerstick-confirmed blood glucose at 70 mg/dl and a lowest reported value of 70 mg/dl after a meal of pork, potato salad, and ice cream; the user treated with oral carbohydrates and juice and monitored glucose thereafter. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and continued monitoring, with no hospitalization. Investigation included user troubleshooting and education conducted by support. Investigation of this case revealed an undetermined cause of hypoglycemia. It was concluded that the event was user-managed with oral glucose and that the cause remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.